Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective high voltage cable to the collimator that was replaced. The system was tested extensively and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had collimator failure. The collimator did not operate correctly.